Manufacturer narrative:
H1 has been updated from malfunction to serious injury.

Event description:
Additional information received that patient underwent surgical intervention wherein the right l1 lead which was addressing high impedance was explanted and replaced with a new lead. Post operatively effective therapy was restored .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing high impedance and also x-ray indicated that patient's lead was fractured. No surgical intervention took place as patient had effective therapy through the other lead.